Event description:
Customer reported that touchscreen was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Customer agreed to return pump using a pre-paid label, switch to an alternate therapy, and received instructions on putting pump into storage mode, while cts confirmed address for replacement shipment.